Event description:
It was reported that, "tried to lock distal on short nail. Screw missed distal hole on nail, went posterior. Had to hit up on targeter to make the screw into the nail."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.